Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. Although the pdrn stated the cause of the peritonitis is unknown, pseudomonas aeruginosa is known to be caused in patients recently treated with antibiotics for a previous event of peritonitis. This patient had just completed treatment for a separate peritonitis event and is considered recurrent (completed antibiotics within 4 weeks of diagnosis with a different organism). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that on (B)(6) 2019 the patient began experiencing abdominal pain, fibrin and cloudy pd effluent. The patient was seen at the pd clinic on (B)(6) 2019 to obtain pd effluent cultures. While at the clinic, the patient was unsteady and fell. The patient was sent to the emergency room (ER) where they were admitted. The pd effluent culture resulted positive for pseudomonas aeruginosa, a different organism than the previous peritonitis event. The antibiotic treatment is unknown as the patient was initiated on the treatment in the hospital. Additional hospital course related to the fall is unknown. The patient¿s pd catheter (not a fresenius product) was removed (unknown date) and the patient was transitioned to hemodialysis (hd) treatment. It is unknown if the patient will remain on hd therapy. The cause of the peritonitis is unknown. The patient underwent re-education on proper pd procedure. There were no reported issues with the liberty select cycler or cycler set. The patient remains hospitalized.